Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, and a stained end cap sticker.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.